Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only the distal portion of the lead was returned in one piece for analysis. Analysis of the lead found an external abrasion breaching the outer insulation exposing the outer coil due to friction to another device or features of the heart. Lead serial number was not able to be identified.

Event description:
This report is to advise of an event observed during analysis.